Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon 0.05% with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the event occurred during preparing the pump at the time of procedure. It was reported that sterile water in the pump could not be aspirated and the drug could not be injected. According to the guide of the procedure, sterile water was drained, but only 12ml could be aspirated. According to the manual, the syringe was connected to needle, and the needle was rotated, and heating was tried. When the drug was injected, over 14ml could not be injected. When aspiration was performed again, 18ml could be aspirated. The procedure was continued by injecting a new drug at a dose of 18ml. It was reported that gabalon intrathecal injection 0.05% which was unnecessary to be used originally was guaranteed at 20ml. There were no reported patient symptoms. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the date of implant of the pump was unknown and that the date of the event was unknown. It was reported that the concentration and daily dose of gabalon was unobtainable. It was reported that it was undetermined if there were any causes or contributing factors that led to the event. There were no reported complications.